Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, an arthrex subsidiary employee reported via (B)(4) that an ar-3636h soft anchor self-bunching knotless hip fibertak came out completely when the doctor made the loop with the transport suture and, in desperation, cut and came out completely with the suture ball. No patient was affected.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence of an ar-3636h, batch 15408581, which shows the anchor bunched up and the suture cut. Based on the information provided ¿ including the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is user error, specifically excessive tension during suture loop formation or insufficient fixation when seating the anchor.